Manufacturer narrative:
This is an initial report, submitted electronically on (B)(6) 2015. (B)(4). Carefusion technical support trouble-shooted the issue, by having the distributor check the cable from the blender printed circuit board (pcb) to the tca printed circuit board (pcb) to make sure that it was making a good connection. The distributor followed the instructions, and found that there was a good connection, and there were no issues there. Carefusion technical support has placed an order for a gas delivery engine for this distributor, and will be shipping the replacement part out as soon as one becomes available. A return goods authorization (rga) number was also issued to the distributor for the return of the alleged faulty gas delivery engine for evaluation. As of september 8, 2015 the alleged faulty gas delivery engine has not been received.

Event description:
The following event was reported by a distributor in (B)(6). The distributor reported the following: "this unit blender is not moving at all, is always delivering (B)(4) fio2, regardless where the fio2 setting is set at" no patient involvement.